Event description:
It was reported; bending (2) different rods with a brand new xia 3 french bender. The bender was originally set to "8" when the 1st rod broke. Then I had him change the setting to "6" & the 2nd rod broke. He then re-cut both rods & tried bending them again & they both broke for a 2nd time. Increase in or time was 1 hour.

Manufacturer narrative:
Method: device not returned;results: because the device was not received back, testing and inspection could not be performed to aid in root cause analysis.conclusion: the most likely cause of the fracture is multi-factorial.

Event description:
It was reported; bending (2) different rods with a brand new xia 3 french bender. The bender was originally set to "8" when the 1st rod broke. Then I had him change the setting to "6" & the 2nd rod broke. He then re-cut both rods & tried bending them again & they both broke for a 2nd time. Increase in or time was 1 hour.